Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the customer has experienced an ongoing issue with the tip of the peel-away sheath peeling back upon advancement through the skin. The customer does not perform a skin nick and are now using the (B)(4) mst kit in conjunction with this kit in order to place the catheter. There were no patient deaths and no patient complications reported.